Event description:
It was reported that right ventricular (rv) lead exhibited high pace/sense impedance and high threshold. The lead was capped and replaced on (B)(6) 2025. The patient is in stable condition.